Manufacturer narrative:
When returned, the stent was not on the balloon. The stent was not deployed and had very little bodily fluids on it. The stent was badly bent in two locations. The balloon had been inflated and had a lot of bodily fluids on it. The balloon was successfully inflated. The stent was in very bad condition as mentioned previously and was unable to be placed back over the balloon. It is unclear as to why the stent was removed and the balloon was found in the deployed state. If the stent had entered the body, it would be reasonable to expect fluid staining but this is not the case. A review of the data from quality control indicated successful passage of the lot qualification samples through a 7 french cordis introducer sheath. With no add'l procedural details, films or the particular introducer sheath, it is difficult to re-enact the exact conditions experienced during the clinical procedure and therefore determine root cause.

Event description:
Surgeon put a 8x59x80 icast in the internal iliac from the left arm. When inflated, the stent did not deploy at all and was removed.